Event description:
It was reported that the user experienced persistent hyperglycemia after stopping insulin delivery and turning the ilet off for approximately a day, then resuming use and announcing a usual breakfast with a likely under-announced meal size; subsequent troubleshooting confirmed insulin delivery functions were operational, including intact tubing, immediate drops on fill, site-only change, and a later full supply change, with no device alerts. Symptoms included hyperglycemia peaking at 357 mg/dl. Blood glucose values verified by fingerstick and discordant sensor readings prompted a sensor replacement. Outcomes included ongoing monitoring, calibration with a confirmatory fingerstick, education on ketone assessment, and instructions to continue insulin delivery and follow clinical guidance. Investigation included remote troubleshooting of infusion set and pump delivery, verification of tubing priming, site assessment, calibration steps, and sensor replacement for suspected adhesion and signal issues. Investigation of this case revealed no device malfunction, appropriate insulin delivery at the time of contact, and hyperglycemia likely related to prior pump disconnection and a probable under-announced meal, with sensor signal loss contributing to confusion about values. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including prior interruption of insulin and meal announcement error, with the device performing as designed.